Event description:
Patient was implanted with olecranon plate on (B)(6) 2012. On an unknown date patient complained of post op pain. X-rays and CT taken on unknown date revealed non-union. Patient was returned to operating room on (B)(6) 2012 for removal of all hardware and was revised to va olecranon plate and bone graft. It was noted: after CT scan showed nonunion, patient obtained bone stimulator and is suspect it was over used. This is 9 of 10 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.